Event description:
It was reported that customer observed air bubbles or gaps in cartridge of tandem mobi system. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting, and technical support advised customer to call back if issue persisted before closing case.